Event description:
It was reported that during a gastric bypass procedure, the device was opened and not used when or staff noticed that the anvil/pad on the shears was broken. There was no pt consequence.

Manufacturer narrative:
The device was received with the blade cracked. The device was noted to have outer tube hinges bent outward. The device was also noted to have clamp arm detached. No functional analysis was performed.